Event description:
Procedure type: thorascopic lobectomy. According to the reporter: idrive powered handle was used on a lobectomy case. Idrive was firing a egia60amt adn fired across only half of the reload and then stopped. The reload cut and stapled as it should but the reload did not fire all the way across the tissue. Another egia60amt was used with the same result. The surgeon then used a manual handle to finish the case. There was no unanticipated tissue loss. There was no tissue damage. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the pt. No reinforcement material was used.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).